Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to the device not functioning since (B)(6) 2018. An inflatable penile prosthesis system including two 18cm x 12mm cylinders, pump, and 100ml reservoir was implanted.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to the device not functioning since (B)(6) 2018. An inflatable penile prosthesis system including two 18cm x 12mm cylinders, pump, and 100ml reservoir was implanted.